Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Investigation did not uncover product deficiencies nor non-conformances. No further escalation is required at this time. There is no corrective action at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.2, laboratory inr: 3.2. The time between testing was one (1) to two (2) hours. Therapeutic range was not provided for patient. There was no reported adverse patient sequela. There was no additional information provided.